Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited distal end had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. As a result of inspection, the distal end had a burn were confirmed. Based on the results of the investigation, it is presumed that this incident occurred due to performing radiofrequency ablation while the tip of the procedure instrument could not be confirmed within the endoscope's field of view or while the instrument was positioned close to the endoscope's tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.